Event description:
A mayfield skull clamp was used for a stereotactic posterior fossa craniotomy and resection of a cerebellar lesion. The clamp was applied to the patient's head and locked off as standard procedure. The double pin end of the tons swiveled once applied to the patient's head and locked off causing the pins to slip and tear the patient's scalp. The wound was closed with surgical staples. There was no permanent damage. The unit could be locked into place.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.